Event description:
Ous MDR - boston scientific received information that one day post implant the lead measurements suggested that this right ventricular lead had dislodged. Intermittent capture and undersensing was seen at high sensitivity. The patient was asymptomatic any did not experience and pacing inhibition. The patient underwent a repositioning procedure. This lead was successfully repositioned and remains implanted. Should additional information become available this investigation will bae updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.